Event description:
Additional information stated that the patient does not have concerns with their therapy or device. It was stated that 'per phone conversation, issue was resolved quickly.'

Manufacturer narrative:
Concomitant products: product ID 3587a, lot# l49723, implanted: (B)(6) 1998, product type lead. (B)(4).

Event description:
It was reported that in 1998 a patient was shocked while his implantable neurostimulator (ins) was being adjusted. It was stated this had happened shortly after implant and the shock had sent him "clear across the room". It was stated the patient had been on the floor doing the "funky chicken bounce," so that the nurse had to come in and turn the ins off. Device's serial number was not available in manufacturer's database. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.